Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
According to the reporter, as the surgeon was screwing the threaded drill guide into the plate for a mandibular reconstruction procedure, the guide broke off at the threads. The surgeon selected another drill guide and completed the procedure. No fragments or pieces to be retrieved from the wound.